Manufacturer narrative:
It is unknown if the complainant part will be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent the femoral neck system (fns) removal on (B)(6) 2021 due to fns nail breakage. The implant broke at the locking screw hole. The physician stated the canal neck fracture was a nonunion and the implant broke due to non-union. No further information provided. Concomitant device reported: locking screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) femoral neck system plate 2 hole - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: part: 04.268.000s (component 60123892), lot: 1l60067, manufacturing site: grenchen, release to warehouse date: december 19, 2018, expiry date: december 1, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the femoral neck system plate 2 hole - sterile (p/n: 04.268.000s, lot number: 1l60067) was received at us customer quality cq. Visual inspection of the complaint device showed the plate neck had broken. No material deficiencies were observed. Device failure/defect identified? Yes. Dimensional inspection: measured dimensions: neck thickness = conforming. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the plate neck had broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that a patient underwent the femoral neck system (fns) removal on (B)(6), 2021 due to fns plate breakage. The implant broke at the locking screw hole. The physician stated the canal neck fracture was a nonunion and the implant broke due to non-union. The procedure was successfully completed. The surgery was a planned removal for a hip replacement. This report is for one (1) femoral neck system plate 2 hole - sterile this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: report was initially submitted on march 1, 2021. Advised by FDA on march 23, 2021 to resubmit medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1: corrected reporter's name